Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During the processing of this incident attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 1627487-2021-002167. It was reported that despite the amplitude being increased to 5ma, the patient was unable to feel stimulation. The issue occurred when increasing stimulation for the leads located at the l1 vertebral level. Physician reviewed imaging of the leads and no anomlaies were noted. Surgical intervention is slated to take place at a later date.

Event description:
Related manufacturer reference number: (B)(4). Additional information received revealed the patient underwent surgical intervention. During the procedure, the patient's right l1 lead was explanted and replaced. The patient's left l1 lead was unable to be explanted due to the patient's anatomy. In turn, the doctor decided to cut the left l1 lead and left it inside the patient. The doctor also decided to implant another l1 lead on the patient's left side. Note: both of the patient's leads are being reported as explanted because it unknown which lead was the patient's right l1 lead that was replaced.

Manufacturer narrative:
Corrected data: (b5) the correct related MFR report# was listed incorrectly on the initial report. The correct related MFR report# has been provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.